Event description:
Procedure type: transplant. According to the reporter: the doctor had used the sutures on a pediatric patient to close the chest after a transplant procedure. The knots unraveled and the sutures fell out.